Event description:
The customer reported to olympus, during a therapeutic colon polypectomy procedure, the high-definition lcd monitor blacked out. Subsequently, the intended procedure was completed with a similar device. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation, it was observed, visual examination and operation confirmation found no anomalies and actual machine confirmation could not reproduce the reported issue. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being submitted to provide additional information based on the legal manufacturer¿s final investigation and correction to h4. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issues. Based on the results of the investigation, and because the phenomenon was not duplicated during the device evaluation, a specific root cause could not be identified. Olympus will continue to monitor field performance for this device.